Event description:
It was reported that the patient underwent a revision surgery involving stryker implants with the blueprint planning feature. However, images and the reason for the revision were not provided. No remarkable circumstances were noted as contributing factors to the event.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.